Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the therapy no being on was determined, the most likely cause was not known. They went to the healthcare provider(hcp) and they turned it back on. Issue was resolved. The cause of not feeling stimulation was determined, the most likely cause was stated to be due to the it being turned off. Patient repeated that they saw the hcp on (B)(6) 2025 and they turned it back on. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's therapy may have helped right at first but it wasn't now, and the patient was not sure when this started to happen. The patient stated they lost symptom relief that they had before. The patient asked what to do with the therapy according to their situation. Therapy information was reviewed with the patient, and they were redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned they had a doctor's appointment scheduled for monday. Additional information was received from the patient. They reported that patient was contacted from pic. They mentioned they saw hcp and they were told their therapy was off so they turned it back on but still that haven't seen much improvement and hcp told them to contact mdt on their therapy settings. Reviewed therapy information and general programming guidance. Patient connected to their ins on the call and increased stimulation intensity to 3.6. Patient mentioned they didn't feel any stim. They will maintain stimulation level and will continue to track symptoms. Redirected to hcp if issue persists.